Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that flow issues occurred during use with a bd phaseal¿ injector luer lock n35c. The following information was provided by the initial reporter, "the phaseal luer lock connector (c35) did not allow any injection, after connected to the injector. The phaseal connector and the phaseal injector was therefor taken off, and the injection was given without the projection from the phaseal devices. Update afer asking if the defect is clog: "the problem was, that there was no access."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred during use with a bd phaseal¿ injector luer lock n35c. The following information was provided by the initial reporter, "the phaseal luer lock connector (c35) did not allow any injection, after connected to the injector. The phaseal connector and the phaseal injector was therefor taken off, and the injection was given without the projection from the phaseal devices." Update afer asking if the defect is clog: "the problem was, that there was no access."